Manufacturer narrative:
Product analysis: the product remains implanted, therefore, no product analysis can be performed. Conclusion: per the instructions for use (IFU), conduction disturbances are a potential procedural complication and are associated with any cardiac or thoracic procedure and can be resolved with medical treatment or the implant of a permanent pacemaker. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of conduction defects include underlying heart disease, electrolyte disturbances and certain medications (i.e. Beta blockers, calcium channel blockers). In this case, the exact cause of the reported clinical observation cannot be confirmed. (B)(4).

Event description:
Medtronic received information that one day post implant of this bioprosthetic valve, the electrocardiogram (ECG) results revealed complete heart block (chb), junctional rhythm, and right bundle branch block (rbbb). A permanent pacemaker was implanted three days post procedure. No other adverse patient effects were reported.

Manufacturer narrative:
The initial medwatch report incorrectly listed (B)(6) 2014 as the event date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.